Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Without the device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on july 14, 2017. Blood loss was less than 250cc. Clarified that during the procedure there were two devices that had the same issue so a third device of a different lot was pulled and worked as intended. The patient is fine. The procedure outcome was successful after the third device of a different lot was pulled. There was no other equipment or devices being used with the reported product. They stated there was no consequences or patient injury.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. See MDR 2243441-2017-00007 for the second device reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported bleeding immediately after deploying the angioseal device. Follow up communication with the user facility reported: neither device closed the artery; the device "appeared" to deploy normally, however with the device, the doctor found the site to immediately begin bleeding; blood loss is unknown; manual compression was performed a second device was used from a different lot number and worked fine; the procedure outcome was reported to be "ok"; and the patient was reported to be "ok".